Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that an echo showed no flow through the pump. The pt received a pump exchange. Upon explant, the pump was found to have a clot in the pump and the outflow graft.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.